Manufacturer narrative:
The t:flex pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300s (mg/dl) due to customer delivering too small of a bolus based on the customer estimating the number of carbohydrates consumed. A bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.